Event description:
A pharmacist reported that during a manual small incision cataract surgery while using an ophthalmic visco surgical product it was noticed that the product started refluxing back from the anterior chamber and the product was visibly of low viscosity. It was also noticed patient anterior chamber keeps on collapsing with reflux of the product as soon as one enters the eye causing post-op cloudy cornea. Patient has also experienced intra operative corneal endothelium damage. The procedure was able to be completed by applying a temporary 10-0 nylon suture to the scleral entrance while performing capsulotomy and continuous refilling of the anterior chamber. Patient was prescribed with corticosteroids eye drops, corticosteroids tablets , antibiotics and analgesics and antipyretics. Currently patient is having corneal haziness with normal intraocular pressure challenges.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint trending reviewed for the lot code provided. No similar complaint found. There was no sample returned for evaluation. The complaint condition could not be confirmed. Batch records were reviewed, and all testing results met specifications for this lot code at the time of release. Additionally, there were no deviations noted during batch record review. As all testing results were within specification for this batch and no sample was returned, a conclusive root cause could not be determined. All batches are released according to the required specifications. Based on the complaint information and the investigation results, we can conclude that the disposition of the product remains unchanged. No product returned/insufficient information: as no product is returned and/or insufficient product data is available, the complaint could not be verified . No product returned/insufficient information: as no product is returned and/or insufficient product data is available, the complaint could not be verified. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
This complaint sample is already expired (exp oct 2022). No more testing is done on expired products. We therefore will not create a reinvestigation complaint for sample evaluation. Complaint trending reviewed for the lot code provided. No similar complaint found. There was no sample returned for evaluation. The complaint condition could not be confirmed. Batch records were reviewed and all testing results met specifications for this lot code at the time of release. Additionally, there were no deviations noted during batch record review. As all testing results were within specification for this batch and no sample was returned, a conclusive root cause could not be determined. All batches are released according to the required specifications. A. Correction none - based on the complaint information and the investigation results, we can conclude that the disposition of the product remains unchanged. B. Corrective/preventive action none - no product returned/insufficient information: as no product is returned and/or insufficient product data is available, the complaint could not be verified and therefore no CAPA is initiated. However further trending is performed.